Event description:
A pt reported that she believed she had a reaction to orthovisc. The pt stated she was allergic to eggs and saw a doctor on (B)(6) 2010 to have an injection of euflexxa in her left knee. The pt stated she had incredible pain in her knee and up and down her leg after the injection. She went to her doctor on (B)(6) 2010 for the next injection and told the doctor she did not want another injection of euflexxa. The pt stated the doctor gave an injection of cortisone and orthovisc on (B)(6) 2010. The pt stated that evening she had an all over inflammatory response. The pt took advil and applied heat for the pain. On the evening of (B)(6) 2010, she received a prescription from her doctor for mobic. The pt stated her knee is stiff but her pain had lessened considerably. On (B)(6) 2010 - it was reported that the pt is being seen every two days for aspiration of the sterile abscesses (all cultures for gram stain, afb and anaerobic studies came back negative).

Manufacturer narrative:
The device was not available to be returned and the lot # is unk. No further eval or investigation is possible.